Event description:
It was reported that the suction channel of the tracheostomy tube does not work properly, and the secretions cannot be removed by syringe or with suction. Slightly adjusting the position of the cannula corrects the situation little, but using saline or flushing the tube with air does not help at all. Several patients have had the same problem since the summer and changing the cannulas will not change the situation. There was patient involvement, but no injury.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one used decontaminated sample was received in plastic bag without its original packaging. Device was visually inspected. No obstruction, damage nor deformation was observed. To verify if there is any problem with connection we replicated connection with a spare syringe and vacuum control valve which are part of affected tracheostomy kit. No issue was observed, components were easily connected with suction connector, no disconnection observed. Based on above testing we did not identify any problem with returned device. No trend of similar customer complaints was identified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.